Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29-years-old patient with a valve model 7300tfx29 implanted in the tricuspid position underwent a valve-in-valve (viv) procedure after an implant duration of two (2) years and eleven (11) months due to non-calcific leaflet degeneration leading to stenosis. The patient presented nyhaii-iii symptoms and limited exercise tolerance (light-headedness) before valve replacement. A 29mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted as to be recovering well with anticipated discharge the following day.

Manufacturer narrative:
Updated h6: type of investigation, investigation findings, investigation conclusions. H10: additional narrative based on the information available the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A DHR review was performed and no related non-conformances were found. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.